Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Device manufacturing date is unavailable. Return requested. Replacement active wireless tracker shipped to site. Medtronic investigation of returned suspect active wireless tracker finds that, as returned, the battery door is missing the screw. As a result, the door will not hold the battery secure enough to power up the tracker. With a battery installed and the door secure, the tracker powers up but will not power down by pressing the off button, as reported. Also, the tracker will not track. The led's are not firing. Electrical failure - no power. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's wireless tracker was blinking - the "on" light was flashing. No further details regarding this behavior, or where in the procedure it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was 10 minutes. There was no impact on patient outcome.